Manufacturer narrative:
Analysis found the device overheating after 1 minute: rear: 28.3c, middle: 32.1c and nose: 50.3c. The handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the handpiece overheated after a few minutes and seemed to be oscillating during the tympanoplasty procedure. There was no delay to the procedure as the same device was used to complete the case. There was no patient impact.